Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to hot temperatures by ¿being close to a bonfire¿. There was no adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures." H3 other text : device not returned